Event description:
Customer reported to beckman coulter, inc. (Bec) that they were not able to calibrate electrolytes after replacing the co2 membrane on the unicel dxc 800 synchron system. Bec customer technical specialist instructed the customer the check the ion selective (ise) module. Customer reported they found a leak in the ise module. According to customer, the flowcell drain line was disconnected. Customer reported that no erroneous results have been generated. There was no report of adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) service notes indicated that another individual had cleared a clog in the ise waste drain tube at valve j2 to address the leaking. The fse performed ise verification and assessment tests. Passing results were achieved. The fse also replaced the co2 membrane as an additional routine repair and troubleshooting procedure. To date, the customer has not contacted bec regarding any further leaking in the ise module or not being able to calibrate the electrolytes.

Manufacturer narrative:
(B)(4).